Manufacturer narrative:
Analysis found the unit alarmed motor error due to a faulty force sensor resistor. Analysis was unable to perform occlusion, prime, and excessive no delivery tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. All operating currents are within the specification. There were no unexpected low battery, off no power, bad battery or battery out of limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarms, no delivery alarms and battery out of limit alarms. The customer's blood glucose was 105 mg/dl at the time of incident. The customer was able to rewind the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.